Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple altitude alarms. The customer's blood glucose level elevated to 420 mg/dl. The customer cleared the alarms and resumed insulin delivery.